Event description:
Related manufacturer reference number: 2017865-2023-37545 it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture and the right atrial lead had noise oversensing which resulted in inappropriate automatic mode switch. The leads were capped and replaced on (B)(6) 2023. The patient was stable.